Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 gif/cf/pcf-290 series operation edition. Gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; switch1 has a scratch; adhesive around objective lens is peeled; adhesive around lens guide lens is peeled; plastic distal end cover has a scratch; connecting tube has a scratch; objective lens has a scratch; image guide protector has a scratch; scope cover unit has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; flexibility adjustment ring has a scratch; scope cover has a scratch; scope connector has a scratch; universal cord has a dent; universal cord has a scratch; suction cylinder is shaved; grip has a scratch; control unit has discoloration; control unit has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; switch box has a scratch; the bending angle is insufficient due to stretching of the angle wire; there are scratches on the insertion tube due to external factors; connecting tube has a scratch; the curved rubber adhesive part is missing; the water draining function has deteriorated due to clogging of the air and water nozzles; there are scratches on the tip cover; and there is a scratch on the hardness adjustment ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, poor air supply. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there is a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.